Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 28-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012 for permanent birth control. Following procedure, she started experiencing extremely long and heavy menstrual cycles and new onset chronic pelvic pain, described as a stabbing pain while walking. Because of the extremely long and heavy menstrual cycles and complications associated with essure, she underwent a hysteroscopy and removed one of the implants and a novasure endometrial ablation. Her pain continued and on (B)(6) 2014, she underwent a hysterectomy (uterus, cervix and fallopian tubes were removed) because of the complication and medical issues she experienced from essure. Company causality comment: this case report was received from a lawyer on behalf of a plaintiff who had essure (fallopian tube occlusion insert) inserted and started experiencing extremely long and heavy menstrual cycles and chronic pelvic pain, described as a stabbing pain while walking. Due to that she underwent a hysteroscopy and had one of the implants removed and a had a novasure endometrial ablation. Her pain continued and then, a hysterectomy was required. These events, seen as menorrhagia and pelvic pain, are serious due to medical importance and required intervention, and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure. Abnormal menstrual pattern and genital bleeding may occur, as well. Therefore, considering their nature and the absence of alternative explanation, causality with essure use cannot be excluded. Since interventions were required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality safety evaluation received on 27-may-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.. Company causality comment: this case report was received from a lawyer on behalf of a plaintiff who had essure (fallopian tube occlusion insert) inserted and started experiencing extremely long and heavy menstrual cycles and chronic pelvic pain, described as a stabbing pain while walking. Due to that she underwent a hysteroscopy and had one of the implants removed and a had a novasure endometrial ablation. Her pain continued and then, a hysterectomy was required. These events, seen as menorrhagia and pelvic pain, are serious due to medical importance and required intervention, and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure. Abnormal menstrual pattern and genital bleeding may occur, as well. Therefore, considering their nature and the absence of alternative explanation, causality with essure use cannot be excluded. Since interventions were required, this case is regarded as incident. The product technical complaint investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no contraceptive coil found right fallopian tube / malposition of essure device (no essure coil found in right tube)/ migration of essure device"), menorrhagia ("extremely long and heavy menstrual cycles, abnormal bleeding( menorrhagia), excessive abnormal bleeding during menstruation, clotting during menstruation"), scar ("scarring"), adhesion ("adhesions"), pelvic pain ("new onset chronic pelvic pain / stabbing pain while walking, pain") and genital haemorrhage ("excessive bleeding, spotting") in a (B)(6) year-old female patient who had essure (batch no. A20053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "took longer to place device in one tube than in other due to tubal spasms". The patient's past medical history included multigravida, parity 3 ((B)(6) 1989; (B)(6) 1992; (B)(6) 2000), premature birth and multiple caesarean sections. Previously administered products included for an unreported indication: oral contraceptive from 2007 to 2009. Concurrent conditions included obesity, polymenorrhea, snoring, drowsiness and hyperlipidemia. Family history included myocardial infarction (father, mother, paternal uncle). Concomitant products included antibiotics. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("took longer to place device in one tube than in other due to tubal spasms"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe constant lower abdomen pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: worsening depression"), migraine ("migraines"), headache ("headaches"), abdominal pain ("severe pain abdominal") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced scar (seriousness criteria medically significant and intervention required), adhesion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("low back pain/ severe constant back pain"), hypertension ("high blood pressure"), palpitations ("heart palpitations"), ovarian cyst ("ovarian cysts"), pain in extremity ("severe constant thigh pain"), uterine pain ("severe constant uterus pain"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), hot flush ("hot flashes"), night sweats ("night sweats"), anxiety ("anxiety") and investigation noncompliance ("did not undergo essure confirmation test"). The patient was treated with lisinopril, valsartan, fluoxetine, atorvastatin, fluoxetine hydrochloride (prozac), surgery (total abdominal hysterectomy; bilateral salpingectomy), surgery (endometrial ablation on (B)(6) 2012), surgery (oophorectomy on (B)(6) 2015), surgery (oophorectomy on (B)(6) 2015) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, scar, adhesion, fallopian tube spasm, depression, migraine, headache, abdominal pain, abdominal pain lower, fatigue, back pain, hypertension, palpitations, ovarian cyst, pain in extremity, uterine pain, adenomyosis, endometriosis, hot flush, night sweats, anxiety and investigation noncompliance outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, dyspareunia and weight increased had resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, adenomyosis, adhesion, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube spasm, fatigue, genital haemorrhage, headache, hot flush, hypertension, migraine, night sweats, ovarian cyst, pain in extremity, palpitations, scar, uterine pain, vaginal haemorrhage and weight increased with essure. The reporter considered investigation noncompliance, menorrhagia and pelvic pain to be related to essure. The reporter commented: the position of the device was confirmed with 2coils trailing on the left side. The same process was repeated on the opposite side with 4 coils trailing on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-jan-2018: pfs and medical record received: new reporters, patient dob, historical conditions, essure lot no, expiration date,treatment medications, new events fallopian tube spasm, device dislocation, vaginal haemorrhage, genital haemorrhage, dysmenorrhea, dyspareunia, weight increased, migraines, headaches, abdominal pain, back pain, high blood pressure, heart palpitations, ovarian cyst, thigh pain, uterine pain, adhesion, scarring, adenomyosis, endometriosis, hot flashes, night sweats, anxiety and investigation noncompliance added. Outcome for the events vaginal haemorrhage, genital haemorrhage, menorrhagia, dysmenorrhea, dyspareunia, weight increased and pelvic pain added as recovered / resolved.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no contraceptive coil found right fallopian tube / malposition of essure device (no essure coil found in right tube)/ migration of essure device"), menorrhagia ("extremely long and heavy menstrual cycles, abnormal bleeding( menorrhagia), excessive abnormal bleeding during menstruation, clotting during menstruation"), scar ("scarring"), adhesion ("adhesions"), pelvic pain ("new onset chronic pelvic pain / stabbing pain while walking, pain") and genital haemorrhage ("excessive bleeding, spotting") in a 43-year-old female patient who had essure (batch no. A20053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "took longer to place device in one tube than in other due to tubal spasms". The patient's past medical history included multigravida, parity 3 (B)(6) 1989; (B)(6) 1992; (B)(6) 2000), premature birth and multiple caesarean sections. Previously administered products included for an unreported indication: oral contraceptive from 2007 to 2009. Concurrent conditions included obesity, polymenorrhea, snoring, drowsiness and hyperlipidemia. Family history included myocardial infarction (father, mother, paternal uncle). Concomitant products included antibiotics. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("took longer to place device in one tube than in other due to tubal spasms"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe constant lower abdomen pain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal pain ("severe pain abdominal"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: worsening depression"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced scar (seriousness criteria medically significant and intervention required), adhesion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), back pain ("low back pain/ severe constant back pain"), hypertension ("high blood pressure"), palpitations ("heart palpitations"), ovarian cyst ("ovarian cysts"), pain in extremity ("severe constant thigh pain"), uterine pain ("severe constant uterus pain"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), hot flush ("hot flashes"), night sweats ("night sweats"), anxiety ("anxiety") and investigation noncompliance ("did not undergo essure confirmation test"). The patient was treated with lisinopril, valsartan, fluoxetine, atorvastatin, fluoxetine hydrochloride (prozac), surgery (total abdominal hysterectomy; bilateral salpingectomy), surgery (endometrial ablation on (B)(6) 2012) and surgery (oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, scar, adhesion, fallopian tube spasm, depression, migraine, headache, abdominal pain, abdominal pain lower, fatigue, back pain, hypertension, palpitations, ovarian cyst, pain in extremity, uterine pain, adenomyosis, endometriosis, hot flush, night sweats, anxiety and investigation noncompliance outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, dyspareunia and weight increased had resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, adenomyosis, adhesion, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube spasm, fatigue, genital haemorrhage, headache, hot flush, hypertension, migraine, night sweats, ovarian cyst, pain in extremity, palpitations, scar, uterine pain, vaginal haemorrhage and weight increased with essure. The reporter considered investigation noncompliance, menorrhagia and pelvic pain to be related to essure. The reporter commented: the position of the device was confirmed with 2coils trailing on the left side. The same process was repeated on the opposite side with 4 coils trailing on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 29-jun-2018: following routine quality monitoring activity, quality safety evaluation has been deleted (a new result is expected). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.